Manufacturer narrative:
Correction: this supplemental report is to correct the initial MDR reported: unknown facility name and address. The unknown facility name and city were erroneously submitted as facility name and address were known. The correct facility name and address should be (B)(6). The previously reported source should include user facility.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that non sustained right ventricular oversensing due to myopotential oversensing was observed on the implantable cardioverter defibrillator. The patient was asymptomatic. Programming modifications were performed successfully. The patient¿s condition was stable.